Event description:
It was reported during a laparoscopic appendectomy, the surgeon placed the stapler in position, clamped it and could not get it to fire/cut. The surgeon was unable to open the device. He had to switch form a laparoscopic case to an open case to remove the appendix.

Manufacturer narrative:
(B)(4). Incomplete-interrupted firing the analysis results found that the ats45 device was received in good visual condition and with a reload loaded in the device. The reload was received partially fired which indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device opened and closed without any difficulties noted.

Manufacturer narrative:
(B)(4). Additional information: on what tissue type was the device used? At what location on the tissue? Appendix. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? First firing. What color cartridge was being used? Unknown. What other color cartridges were used before and after this event? Unknown. Was the instrument fired across or near an existing staple line or clip? Unknown. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? Yes. Condition of the tissue? Unknown. Dr. Did say that he did not think the case would stay laparoscopic. What troubleshooting steps were taken to open the device? Unknown. Was the device in the straight or articulated position? Unknown. How is the patient currently? Discharged to home. Is the patient expected to have a full recovery? Yes. Patients age, sex and weight? Unknown. Patients preexisting conditions? Unknown. How long has the surgeon been using the device? 6 years. Has the surgeon and staff been inserviced on the use of the device? Yes.